Manufacturer narrative:
The technician found the hi/low could be raised and lowered but would drift down. He replaced the hi/low drive to repair the bed.

Event description:
The account alleged the bed drifts down slow.